Manufacturer narrative:
Initial report sent to FDA on 11/30/2007.

Event description:
Procedure: oncology case - bladder resection. According to the reporter: the surgeon was firing across the vascular pedicle attached to the bladder. The multifire endo gia stapler laid staples up to 30mm, however, the knife blade only advanced to the crotch of the instrument. The surgeon was able to lay a staple lateral and medial to the existing staple line and resect the extra staple lines that did not have the knife cut between. The staple line that did not have the knife advance between it was removed by the surgeon firing an additional stapler lateral and medial to the first staple line that was applied.